Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The patient reported that the ins starts in the morning with a different amplitude compared to the "closing value" the night before. This was not confirmed by the healthcare professional. According to the patient, the start/stop function did not seem to work. An out of regulation (oor) message was reported when starting. The factors that may have led or contributed to the issue were unknown. The data was collected and impedances were checked. However, the impedance values of the system were unknown. Group a, b, c, and d were programmed with a soft start/stop of 4 seconds. Group a was active and had an amplitude of 3.9 volts for program 1 and an upper limit of 10.5 volts for program 1 and 2. The relationship of the lead to the event was unknown, but it was noted that it was possibly related to the patient's experience. No actions or interventions were taken to resolve the issue so far.